Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® ultra xc. The patient experienced ¿a vascular occlusion in the lower lip.¿ the hcp ¿dissolved initially with hyaluronidase.¿ the patient returned 2 days later with a lot of pain and the occlusion seemed to have migrated to the mucosa inside the lip. The hcp reached out to an ae consultant, and they administered hyaluronidase by cannulating the facial artery. Thirty minutes after injection of hyaluronidase they checked blood flow on ultrasound which showed restored blood flow. Symptoms status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.